Event description:
The caller reported that the insulin gauge on the pump displayed an amount different from what was expected, specifically mentioning a fill estimate issue with a current display of 60 units. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in completing the load process and resuming insulin delivery, and no further assistance was required.